Manufacturer narrative:
The insulin pump was received with high idle current and had a constant failed battery test alarm, the problem was isolated to lcd board. Unable to perform self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, test minilink and the glucose sensor simulator or verify weak battery, battery out limit, low battery or lost sensor and weak signal alarm due to failed battery test alarm. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown 119 mg/dl. Customer is calling back after receiving replacement replaced. Customer just brought a brand pack of batteries and failed battery alarm recurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with bolus. Customer reported that they have contacted their healthcare provider regarding the high blood glucose. Customer was offered to troubleshoot the pump but declined.